Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "deflation". Device was explanted.

Event description:
Healthcare professional reported left side "deflation". Healthcare professional additionally reported "any creases". Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a fold creases, a wear abrasion, void >1 mm in non-textured and one linear opening. A microscopic analysis and leak test were performed which identified one smooth crease opening. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one opening crease smooth in the side posterior assessed as fold flaw opening.

Event description:
Healthcare professional reported left side "deflation". Device was explanted.